Manufacturer narrative:
Implant cast received a report that a patient, who was treated with agilon® xo shoulder implant system, suffered a subscapularis failure after approx. 37 months in situ. The affected products could not be made available. As no relevant image material is available, no optical examination could be carried out. A provided x-ray image shows that the hemiarthroplastic treatment was converted to an inverse implant combination in course of the revision. No indications of a possible cause could be determined on the basis of this image. It is noticeable from the shapes that the implanted glenoid / glenosphere combination is not an implant cast product. The combination of implant cast products with implants from other manufacturers is not approved. The manufacturing documents show no errors. The instructions for use and the surgical technique were also checked and show no abnormalities either. Based on the available data, a cause which is attributable to the agilon® xo implants, could not be determined. The risk management was also reviewed. The occurrence rate for the hazard "rotator cuff dysfunction/ lesion" is below the accepted limit value.

Event description:
The following event was reported to implant cast gmbh: "subscap failure". Note: this event concerns a patient who has undergone hemiarthroplasty with an agilon® xo prosthesis and whose subscapularis muscle has now failed.